Event description:
During the index procedure, the patient had a 2.5 x 22 mm resolute integrity stent implanted in the distal lcx. A dissection is reported to have occurred during the procedure. A 2.75 x 8 mm resolute integrity stent was implanted in the distal lcx to treat the dissection. Another resolute stent was also deployed in the distal lad at the same time as the 2.5 x 22 mm resolute integrity stent. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).